Manufacturer narrative:
Service engineer dispatched. Follow-up MDR will be submitted once final evaluation is complete

Event description:
With the patient in the room and under anesthesia, when attempting to test probes the machine failed. The machine was then restarted and it still had the same issue. A call to service was made and several attempts to resolve the issue failed. Case was cancelled. The two cva2400 probes were discarded.

Manufacturer narrative:
Field service engineer diagnosed and repaired a video lockup issue. Fse stood by for next case with no issues seen.